Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have experienced side effect of using the aligners. Their dentist has recommended stopping use due to these issues. Their teeth are not straight after using the aligners as directed by byte. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.